Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to loss of capture at maximum output and asystole greater than two seconds. It was suspected that the loss of capture was caused by a perforation. No additional adverse patient effects were reported.